Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap was indented. The customer also reported that they were experiencing high blood glucose. The customer's blood glucose was 15.6 mmol/l at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed self-test and high pressure test. The insulin pump passed both self-test and high pressure test. The customer mentioned that the up arrow button was hard to push. The insulin pump will not be returned for analysis.